Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor alarm. The customer's blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The troubleshooting was performed for motor error alarm. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.